Manufacturer narrative:
Sections b1, b2: correction. D4, h4: additional information. Manufacturer's investigation conclusion: a specific cause for the reported infection cannot be conclusively determined through this investigation. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported right heart failure cannot be conclusively determined through this investigation. The heartmate 3 lvas IFU lists infection and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU. Additionally, this document states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted from (B)(6) 2019, to (B)(6) 2019, with driveline infection and sepsis. The device operated as expected. The patient had increased infection parameters, reduced general condition, and fever. The patient appeared partially oriented and was partially apathetic. The patient was admitted to the intensive care unit. The account checked blood values. The patient was placed on intravenous antibiotics. The patient had lab tests taken. Falithrom was paused. The patient underwent an echo and an ECG.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (driveline infection, sepsis, right heart failure, and patient condition) cannot be conclusively determined through this investigation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 lists driveline infection, right heart failure, and sepsis as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 contains information regarding the recommended anticoagulation therapy and international normalized ratio range. Additionally, this section states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced right heart failure. The patient complained of weakness, dyspnea, and weight gain of more than 10 kg. The patient was hospitalized and given intensified diuretic treatment and inotropes. The event was considered resolved/recovered on (B)(6) 2019.